Event description:
It was reported that the patient had back pain. It was noted that the outcome was ongoing. It was noted that interventions included reprogramming. It was noted that program 3 pulse width was changed from 210 to 180 and the amplitude was changed from 1.1 to 1.0 on (B)(6) 2014. It was noted that there was an undesirable change in stimulation. It was noted that the patient was complaining of intermittent lower back pain and sciatic pain radiating to the right thigh. It was noted that this was aggravated by walking, standing, and normal daily activities. It was noted that the patient also had a recent intentional weight loss of 20 pounds and may be a contributing factor. It was noted that the patient denied falls or trauma. Additional information reported the pulse width was changed to 210, amplitude was 1.35 and the rate was 14 with leads 3 positive 2 negative cycling 16 seconds on 8 seconds off. The patient¿s ¿poking¿ feeling had improved. Frequency had increased and the patient was scheduled for another reprogramming. The event outcome was noted as resolved without sequelae on (B)(6) 2014. Additional information reported the patient¿s pain continued down their leg like ¿electrical shock or jolt.¿

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v598061, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).